Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In the evaluation of omsc, the reported phenomenon was not duplicated. Omsc checked the subject device and found the following. - there was no protrusion of any metal parts from the insertion tube. - the insulation resistance had no abnormality. - there was no air leakage. Consequently it was considered that there was no electric leakage on the subject device. Also the subject device was used to another patient on same day which the reported issue was occurred, however there was no abnormality and irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that the patient had felt the pain during insertion of the subject device into the patient as if it was an electrical stimulus. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation, but the evaluation is in progress. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the facility that during an unspecified procedure, the patient felt a stimulus while inserting the subject device into the patient's rectum. According to the user facility, any electrosurgical device was not used during the procedure at that time. There was no further report of patient injury associated with this event except the reported issue. The user facility did not provide other detailed information.